Event description:
His report was rec'd from a physician who reported increased intraocular pressure in three pt's post cataract surgery. He called to ask if there had been any other reports with this particular lot of healon. He had performed five cataract surgeries using the same lot nos. Three of the five pt's experienced increase intraocular pressures greater than expected postoperatively. Pt one is a 74 year-old man who had a right cataract extraction on 6 oct 98. Prior to surgery his intraocular pressure was 15. Later that same afternoon (day of surgery) his intraocular pressure was 41. The next day his intraocular pressure was 38. He was treated with iopidine 3 times a day and cosopt twice a day. Final outcome is not known at the time of the initial report. The physician believed the event to be related to healon since the intraocular pressure was greater than expected postoperatively. As of 15 oct 98, the pt is off intraocular pressure lowering medications. His best corrected visual acuity is 20/50 with 2 degree residual corneal edema.